Event description:
Customer reported the physicist's discrepancy in mag 2 mode. Beam exceeds visible field. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended. (B) (4)